Event description:
The customer reportedly obtained a 285mg/dl on the accu-chek advantage system in comparison to the professional meter result of 99mg/dl. The results were obtained within a ten min timeframe. The customer states that the physician used the same drop of blood to obtain both meter results. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.